Event description:
Customer reported tpn tubing cracked near blue plastic piece that inserts into top of pump catheter. It appears that the tubing was not inserted correctly and the strain caused the tear. No product will be returned for this event. Customer stated no additional patient/event info will be provided.

Manufacturer narrative:
Manufacturer's report date: 05/11/2011. (B)(4). An investigation could not be performed. Reporter indicated that the device is not available for evaluation. The cause of reported leak is unk.